Manufacturer narrative:
Please note correction, product was returned. The evaluation revealed both reamers to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamers returned were documented as faultless prior to distribution. As the reamers had been in use for approx. 1,5 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The found heavily deformation on both spiral shafts and the breakage of reamer 02276110, furthermore the hitting marks on the cutting edges of both bixcut heads indicate that the reamers were operated without an inserted guide wire. During operating both reamer bixcut heads hit metal. Furthermore most likely too much drill speed was used during operating. These issues led to a material bending overload and finally to the breakage of reamer 02276110. The IFU and operative technique includes several warnings to avoid reamer damages, i.e. That reaming shall be done carefully, no speeds greater than 250 rpm shall be performed, a guide wire shall be used every time; drilling metal is not allowed and that only sharp reamers shall be used. Furthermore reaming shall be done in 0,5mm steps regarding their cutting diameters. Because no manufacturer related issues were detected the deformations and the breakage are caused by a user error. No non-conformity identified.

Event description:
It was reported that reamers were broken.

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The items were documented as faultless prior to distribution. As the devices had been in use for approx. 1,5 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. An investigation was not possible because the reamers were not provided; the reported breakages could not be confirmed; the root cause could not be determined. Breakages of reamers can have several reasons but all are classified as torsional or bending overload during drilling or cleaning. The IFU and operative technique includes several warnings to avoid reamer damages, i.e. That reaming shall be done carefully, no speeds greater than 250 rpm shall be performed, drilling metal is not allowed, drilling in counter clockwise direction is not allowed and that only sharp reamers shall be used. Furthermore reaming shall be done in 0,5mm steps regarding their cutting diameters. Because no manufacturing issues were detected during the DHR review a manufacturer related issue can be excluded; the reported breakages are most likely caused by a user error. No non-conformity identified. Product was never received.

Event description:
It was reported that reamers were broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that reamers were broken.